Event description:
Bd 10 ml syringe luer-lok tip found to have piece of wire melted into plastic. Removed from sterile location to prevent patient contamination. Unable to provide lot/expiration date: reference number (B)(4) with (B)(6) embedded in plastic syringe.